Manufacturer narrative:
Continuation of d10: 6935m62 lead, implanted on (B)(6) 2017, dtpa2d4 crtd, implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three months after a generator changeout procedure, wound dehiscence and drainage were noted at the incision site of the cardiac resynchronization therapy defibrillator (crt-d) system. A pocket infection was noted which required a pocket revision procedure. The patient experienced discomfort and erosion as a result. Intravenous (IV) and topical antibiotics were administered as well as pain medication. The crt-d system remains in use. No further patient complications have been reported as a result of this event.